Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/17/2017 with the following findings: during investigation, the black box showed an unacknowledged error, alarm and warning 144 ¿replace cartridge.¿ the black box also showed that the user installed partially charged batteries resulting in ¿replace battery¿ alarms followed by a rebooting condition. A ¿basal edit not saved¿ was recorded. It indicated that the user attempted to edit the basal rate but did not select save. The insulin deliveries were never resumed. The black box also showed an ¿auto alarm off.¿ there was no damage found to the battery compartment or the returned battery cap. The returned battery cap was able to fully tighten to the pump and power on. The pump rebooted to the verification screen with audible and vibratory features. The pump was exercised for 24 hour with the returned battery cap with no errors, alarms or warnings duplicated. The pump passed delivery accuracy test and was found to be delivering accurately and within range. The pump cover was removed and there was no evidence of internal moisture or damage to the power circuit found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the patient contacted animas, alleging a power (intermittent power) issue. The reporter stated that the patient had a blood glucose (bg) of 27.0mmol/l with nausea and moderate ketones. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. This report is being made due to the bg excursion the patient experienced due to an alleged power issue.